Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2009. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to high superior vena cava coil impedance. The right ventricular (rv) coil impedance was also noted to be varying. The plan is to cap and replace the lead. No patient complications have been reported as a result of this event.